Manufacturer narrative:
Additional information provided in h.3., and h.11. Upon further investigation of the available information it was concluded that device has not contributed to any events, the file will be closed and no further reports are expected with MDR 3003288808-2025-00249. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A literature study was conducted on eighty-six eyes to evaluate clinical outcomes and visual quality post twelve months after femtosecond laser¿assisted laser in situ keratomileusis performed for correction of myopia with or without astigmatism. The patients were diagnosed with halos, starbursts, and fluctuation in vision after lasik surgery.

Manufacturer narrative:
Corrected information provided in h.2. And h.11. Upon internal review of the file, it was determined that patient had post-operative complications and experienced glare, halos, starbursts, blurred vision, monocular diplopia, fluctuation in vision and focusing difficulty does not meet criteria for reporting based on applicable medical device regulations as there were no pre-operative and post-operative refractive outcomes provided. There is no evidence of a life-threatening injury/illness or permanent impairment/damage, there has been no medical or surgical intervention to preclude permanent impairment/damage, and the information provided does not represent a product problem that is likely to cause the above-mentioned events if the product problem were to recur. Hence, the file will be retained, with no regulatory reports required. The manufacturer internal reference number is: (B)(4).